Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for analysis. The balloon was observed to be unfolded which indicated it had been subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned flextome device was attached to encore inflation unit and positive pressure was applied when a pinhole leak was identified in the balloon material at the distal edge of the proximal markerband. No issues were identified with the balloon material that could have contributed to the complaint incident. The device was visually and microscopically examined and no issues were noted with the markerbands, blades or tip of the device that could have potentially contributed to the complaint incident. A visual and tactile examination identified no damage along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on may 30, 2017. It was reported that inflation difficulties occurred. The target lesion was located in the left anterior descending artery. A 10mmx3.75mm flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that device could not be inflated. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable. However, device analysis revealed that a pinhole leak was present at the distal edge of the proximal markerband.